Event description:
It was reported that low high voltage lead impedance was note. The low impedance was not reproduced with pocket and arm manipulation. The device remained implanted and unaddressed.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.